Manufacturer narrative:
The freestyle libre 2 complaint was investigated and determined that there were no issues with the libre 2 application that would have led to the complaint. The user reported receiving a "replace sensor" error message. The reported issue was investigated and attempted to replicate using similar configuration and the reported issue was unable to be replicated and the system functioned as intended. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device in use with iphone 9, ios 2.7.5.4061 and app version 17.1.1 and customer was unable to obtain readings. As a result, customer experienced loss of consciousness due to hypoglycemia and was unable to self-treat, requiring third-party administration of glucose injection for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced loss of consciousness due to hypoglycemia and was unable to self-treat, requiring third-party administration of glucose injection for treatment. There was no report of death or permanent impairment associated with this event.